Manufacturer narrative:
This ipg serial number was included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
This report is related to the ipg associated with the patient's thoracic scs system. It was reported the patient stopped recharging her ipg as recommended. As a result, the patient's charging system and programmer are no longer able to communicate with the ipg due to it being inoperable. As a result, the patient underwent surgical intervention where the ipg was explanted and replaced. The patient reported effective therapy postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.